Event description:
The pt reported that the pump would not power on.

Manufacturer narrative:
The pt reports having not used the pump for one year. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.